Event description:
It was reported that the customer had an air bubble in the reservoir. Customer's blood glucose level was 135 mg/dl. Customer stated that she changed her set this morning and found an air bubble in it. Customer stated that the bubbles were very little. Troubleshooting was performed and it was found that the insulin was not stored at room temperature. Customer was advised that insulin should be stored at room temperature to prevent gassing out when it warms up in the pump. Customer was able to get the air bubble out by priming the tubing. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.